Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3 and h6.

Event description:
It was reported the lead was explanted and replaced. There were no adverse patient consequences reported.

Manufacturer narrative:
The reported event of over-sensed noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that the patient presented for follow up with over-sensed noise exhibited by the right ventricular lead. Over-sensing episodes resulted in noise revision and pacing inhibition. No interventions were made. The patient was asymptomatic.